Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotapro atherectomy system with the rotawire. Microscopic and visual inspection of the device presented no damages or defects.the burr from the atherectomy device used in the procedure was found attached to the wire, but further inspection of the wire did not yield damages or irregularities. During functional test, the rotawire was not able to be passed through the related rotapro device due to damages to the burr. Dimensional inspection of the overall length, the outer diameter (od) of the distal tip, the middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A2: age at time of event: 18 years or older.

Event description:
It was reported that the rotalink plus became stuck on the rotawire. The 80% stenosed target lesion was mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. A 1.50mm rotapro and rotawire were selected for rotational atherectomy procedure. The rotapro was prepped and platformed outside the patient, then advanced over the wire. During procedure, the burr became stuck on the wire inside the patient. The burr was attempted to be removed over the wire manually, but it was unable to be done so the burr and wire were removed together as one unit from the patient. The procedure was completed successfully with another device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotalink plus became stuck on the rotawire. The 80% stenosed target lesion was mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. A 1.50mm rotapro and rotawire were selected for rotational atherectomy procedure. The rotapro was prepped and platformed outside the patient, then advanced over the wire. During procedure, the burr became stuck on the wire inside the patient. The burr was attempted to be removed over the wire manually, but it was unable to be done so the burr and wire were removed together as one unit from the patient. The procedure was completed successfully with another device. There were no patient complications and the patient was stable post procedure.